Event description:
It was reported by service report that the bed was moving on its own and not staying in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler motor.